Event description:
The lead was implanted on (B)(6) 2005. And explanted on (B)(6) 2012. Ead pertruding close to surface of skin and was cumbersome to patient. The procedure took place at long (B)(6). The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).